Event description:
The customer reported that erroneously low or suppressed creatinine (cr-s), blood urea nitrogen (bun), glucose (glu), total protein (tp), albumin (alb), alkaline phosphatase (alp), aspartate aminotransferase (ast) alanine transaminase (alt), and/or total bilirubin (tbil) results were generated on a unicel dxc 600i synchron access clinical system for four patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on another instrument, the erroneous initial cartridge chemistry (cc) patient results yielded higher results which were regarded as valid. For one patient, the initial creatinine result was not confirmed as erroneous based upon its comparable repeat result. Additional chemistry results were provided for the four patients involved in this event that were either not affected by this issue or not run on this system. These results were not regarded as erroneous. The initial, erroneous initial cartridge chemistry results were caused by the same instrument malfunction(s). The erroneous initial cc results were not reported outside of the laboratory and hence no deaths, serious injuries or changes to patient treatment were associated or attributed to this event. Instrument chemistry quality control results were demonstrating erratic results during the timeframe of this event. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed a wash/vacuum verification. The fse primed the sample and reagent syringe, verified fittings, washed all cuvettes, performed a lamp alignment and power adjustment, performed a cuvette centering alignment and a lamp calibration. The fse also replaced the photometer. Upon completion of the necessary and verified repairs, the instrument was returned back onto operation. Root cause is not known, but the issue appears to be related to hardware malfunctions.